Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while performing unknown planned treatment/non-emergency treatment. The treatment was completed by moving the patient to another room. It was reported to philips that the system could not emit x-ray. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported that the system could not emit x-ray and requested onsite support. The philips field service engineer (fse) checked the checked the system onsite, diagnosed the log file and found a point module failure. The fse confirms the cause of the issue to be point. To resolve the issue, the fse replaced power inverter (point) certeray and did related calibration. The defective part was sent for analysis, for power inverter malfunction was observed and the failure was found to be gate driver fault. After replacement, the system returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.